Event description:
A report was received that the patient¿s battery puck was no longer working and was hospitalized. It was also reported that the patient was not able to communicate with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein lead and ipg were replaced due to lead migration. It was confirmed that there was no charging issue. The patient was doing well post operatively. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s battery puck was no longer working and was hospitalized. It was also reported that the patient was not able to communicate with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient experienced loss of stimulation due to lead migration. The patient's ipg was replaced as per physician's recommendation. No device malfunction was suspected.

Event description:
A report was received that the patient¿s battery puck was no longer working and was hospitalized. It was also reported that the patient was not able to communicate with the ipg. The patient will undergo a revision procedure.